Event description:
It was reported that "product (intraclude intra-aortic occlusion device) was used off label during an endodirect case. While delivering antegrade, the cp pressure "shot up" (the physician couldn't remember exact number) and the balloon went through the aortic valve. The physician switched out the icf100 for an ec1001 and finished the case. There was no damage to the valve. There was prolonged or time of about 10 min. No adverse patient events product will be returned for eval." Lot: unknown occured: (B)(6) 2013, aware: (B)(4) 2013.

Manufacturer narrative:
Device evaluation pending return from customer.

Manufacturer narrative:
Evaluation- catheter was visually inspected and a buckle mark was found just below the trifurcation hub of the catheter. Flattened area was found between 20 cm and 60 cm marker bands. The balloon was inflated with 35 cc of water. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The eccentricity of the balloon was found to be acceptable. The returned device exhibited no non conformances. Returned device was found to be fully functional. The report that high cardioplegia pressures were recorded is directly related to the off label use. Labeling and the IFU directly address and warn against using this device for this procedure. Information from this complaint report will be retained in edwards quality management system for future reference and trending purposes. A pra & CAPA are not necessary for this complaint. The user has been informed regarding the off label use of this device. Risk control measures are appropriate and there are no out of control trends.